Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient had an infection of the generator pocket after implant on (B)(6) 2016 and was subsequently explanted on (B)(6) 2016. The patient was given antibiotics and the pocket was cleaned out. The surgeon plans to re-implant in a few months when the infection has healed. The design history record was reviewed and showed that the generator was hp sterilized prior to distribution into the field.

Event description:
It was reported that the patient was being referred for surgery to have a vns generator re-implanted. No additional reports will be submitted in regards to the re-implant unless there is additional information received related to the previous infection.